Event description:
It was reported that the patient underwent a magnetic resonance imaging (MRI) procedure, and upon turning the patient on their side, no capture could be identified on the right ventricular (rv) lead. In addition, pacing spikes and low r-waves were observed. The patient required cardio-pulmonary resuscitation (CPR). It was further reported that the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: rvdr01 ipg implanted: (B)(6) 2012. (B)(4).